Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, however, a circuit board was replaced as a preventive measure for errors at startup. Reconfiguration and software reload was also performed. (B)(4).

Event description:
It was reported that the programmer generated an error upon start-up. The programmer was returned for service. No patient complications have been reported as a result of this event.